Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the united states food and drug administration (us FDA) stated that on behalf of the consumer after using contact lens disinfecting solution severe inflammation of cornea, significant deterioration of eyesight and burning sensation occurred in both eyes (ou). The condition got progressively worse in the course of four to six weeks. Later on, consumer visited an eye doctor and was diagnosed with inflammation in the entire cornea area of both eyes and extremely dry eyes. The consumer was treated with steroid eye drops at the frequency of four times a day and advised to stay off from contact lenses for one month. The current condition of the consumer¿s eye is symptoms resolved. No additional information could be obtained as the consumer's contact information not available.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).